Event description:
It was reported that the patient's neurostimulator was explanted due to infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional reported that the cultures obtained showed no anaerobic growth but was a staph-type of infection located at the implantable neurostimulator (ins) and lead sites. It was noted that the devices were discarded at the hospital at the time of explantation. The patient outcome from the infection was reported as "favorable" and it was noted that the patient had been implanted with a new device.

Manufacturer narrative:
(B)(4): lead model 3998, lot# v053142, implanted: 2007-(B)(6), explanted: na; extension model 3708240, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk.